Manufacturer narrative:
(B)(4). Date sent: 11/25/2019. Additional information requested and received: has the linx device been explanted? If no, has the explant surgery been scheduled? The patient¿s family is still considering the surgical options and has deferred any further care at this point. Can you please keep us updated on any changes with this patient? If the explant procedure is scheduled at a later time can you, please notify us? We also ask that the device be retained and returned back to us for analysis? Was a barium swallow and esophagram done? If yes, can you please share the results and send to (B)(4)? If the patient has had any additional testing or x-rays can those results, and images be sent to (B)(4)? Response: there is no update to this product complaint at this time. Device remains implanted, no removal date scheduled. The patient¿s family is still considering the surgical options and has deferred any further care at this point. If there are any changes, an update will be provided.

Manufacturer narrative:
(B)(4). Date sent: 02/10/2020. Additional information has been requested, and the following has been obtained: per the staff at keck, the patient has not decided at this time whether or not she will go forward with surgery.

Manufacturer narrative:
(B)(4). Date sent: 02/12/2020. Additional information received: regarding this complaint from usc keck, there is no further information available. The patient and her family have not made the decision to move forward to have the device removed. If the device is removed, we will certainly make every attempt to have the device retained and returned.

Manufacturer narrative:
(B)(4). Date sent: 10/09/2019. Per photographic evidence: the two connected clasp beads are visible. There appears to be two larger than normal separations between beads, on either side of a single bead which does not appear to be connected to the rest of the linx device. There was an separation noted two beads adjacent to the clasp - however it appears that the distance between these beads may not be larger than expected for beads connected by the wire link. The mechanism/cause of failure cannot be determined from the x-ray provided. The DHR for lot 20398 was reviewed. No ncs, reworks, or defects were found.

Manufacturer narrative:
(B)(4). Date sent: 09/27/219 date of event: only event year known: 2019. Additional information was requested, and the following was obtained: what was the date of implant? (B)(6) 2018. What is the device lot number? Lot 20398. What is the product code? Lxmc16. What symptoms lead to the discovery of the discontinuous device? When did they begin? Return of reflux per surgeon, vomiting prompted visit per assistant, unsure of beginning date. Was the device initially effective in controlling reflux? Unsure. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? No MRI, no trauma. Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? No. Did the patient have any other surgeries in the area? Unsure. Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Has the linx device been explanted? No, patient is ¿thinking about surgery.¿ if no, is device removal scheduled? No. Is a replacement linx or fundoplication planned? Unsure. Is the device has been removed we are requesting that is be returned to us so an evaluation can be completed. Please provide a contact name and mailing address for the return kit. Will do once the removal is scheduled.

Event description:
It was reported that during an unknown procedure, we were made aware of a discontinuous device. There were no patient consequences reported. It is unknown how case was completed.